Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 03/23/2016 to claim no audio output on (B)(6) /2016 the receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was unable to be performed because the device would not boot up. Therefore, a data log could not be retrieved. The receiver case was opened for further evaluation. An interior inspection observed moisture damage. Due to the condition of the device, the reported event of an intermittent audio output was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.